Event description:
It was reported that the customer was hospitalized for high blood glucose. Also, it was reported that the customer took a bolus during night time and the high glucose level remains the same. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.